Event description:
Customer reported receiving a reading of 139 mg/dl on his adc meter that was lower than a reading of 337 mg/dl received on un unspecified hcp meter. Customer reported that all readings were received within 10 minutes of each other and on the finger. Customer further reported that he experienced symptoms described as "ketones in urine", "thirsty and urinating frequently". Customer reported that he uses insulin twice a day and self-administered an unspecified dose of levemir insulin prior to receiving these two readings. Customer self-presented to a local health care facility where he was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with an additional 30 units of levemir insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.